Event description:
It was reported that a user experienced fluctuating blood glucose while using the ilet, associated with missed meal announcements for meals of approximately 30 g carbohydrates and self-reported overcorrection of lows. Symptoms included hypoglycemia to 47 mg/dl and hyperglycemia to 227 mg/dl. Outcomes included approximately 5 minutes below range and about 1 hour above range, self-treated with oral carbohydrates without assistance and without medical intervention. Investigation included review of user-reported history and device use practices, including lack of meal announcements and corrective intake exceeding the 15 g per 15 minutes guidance. Investigation of this case revealed that the variability was consistent with user behavior, including missed meal announcements and repeated carbohydrate intake for hypoglycemia beyond recommended amounts, with no alerts or alarms reported. It was concluded, based on previously established findings for similar reports, that user technique and therapy management decisions were the likely causes.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.